Event description:
Per operating room staff, three staplers misfired resulting in further bowel resections, and bleeding staple lines requiring intervention. Material's management at the site has reached out to ethicon and will be returning staplers for failure analysis. The lot numbers were not recorded. The ethicon rep will meet with surgeon to discuss issues. The patient did not experience complications post-op and was discharged 2 days later per standard treatment. Manufacturer response for staple, implantable, proximate (per site reporter). Rep will meet with physician to discuss issues and will arrange for material's management to receive return kits. Manufacturer response for staple, implantable, proximate (per site reporter). Rep will meet with physician to discuss issues and will arrange for material's management to receive return kits. Manufacturer response for staple, implantable, proximate (per site reporter). Rep will meet with physician to discuss issues and will arrange for material's management to receive return kits.